Event description:
The complainant reports "before removing the catheter out as it was impossible to remove the liquid from inside of the balloon of the catheter. The balloon stayed inflated".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt and event details have been requested. Should add'l info become available, a f/u report will be submitted. This complaint involves (B)(4) devices, therefore, a separate FDA form 3500a will be drafted for each device.